Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had entered 30 grams for a correction bolus; however, had only consumed approximately 25 grams which caused the blood glucose (bg) level to drop to 62 mg/dl. Juice was consumed and the customer disconnected from the pump to address the low bg. The customer then inadvertently dropped the pump and the pump would not turn on. After charging the pump, it still would not turn on. The customer was to use insulin injections to manage diabetes.